Event description:
Severe breast pain (both), tingling fingers / toes, lightheaded, extreme fatigue, unexplained shoulder pain, sharp heart pain. My health has slowly deteriorated over the last 3 yrs with new symptoms. They were implanted on (B)(6) 2007, but form did not give option before 2009. FDA safety report ID # (B)(4).